Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found that the upper case, lower case and battery drawer were broken, one battery latch was broken, one battery latch was contaminated, the bail covers and battery contacts were contaminated, one o-ring battery latch, and the high rate cover and caution label were missing. (B)(4).

Event description:
The device was returned to the manufacturer, analyzed, and tested out of specification. No patient involvement or complications were reported as a result of this event.